Event description:
Reportedly on (B)(6) 2011, during implantation procedure, the physician observed pacing failure after lead connection. A magnet was applied and voo pacing at 96 min-1 was observed, as expected. When the magnet was removed, absence of pacing was again observed. The device was then interrogated and reprogrammed and pacing was observed. The physician requested an explanation of the reported behavior. Parameters which were reprogrammed were not specified.

Manufacturer narrative:
April 08, 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.